Event description:
It was reported, during a lap-assisted sigmoid colectomy, after use of cautery pencil a patient sustained an approximately 1" oval-shaped reddened area. Silvadene cream was used on reddened area post-operatively.

Manufacturer narrative:
Supplemental documentation: d9 device available for evaluation -yes, sample received 7/08/2021. G6 type of report - follow-up. H2 if follow-up what type? Additional information, device evaluation. H3 device evaluated by manufacturer - yes. H6 type of investigation- 10, 4110, 4109. H5 investigation conclusion - zcd00003/defect confirmed: supplier mfg./error (non-medline branded) . H10 investigation report reads as follows: investigation results: 07/13/2021 10:31:09 cst c. Rowlette sample evaluation: a sample was received for our investigation. We received one used cautery pencil as a sample for our investigation. We did not receive the cautery holster at this time. We observed no physical damage to the cautery pencil and there is some black residue on the cautery tip from being used. There is also no damage to the cord of the component. Finished good production records reviewed: reviewed the production records and no non conformances were noted that would have contributed to the reported issue. Finished good pack build reviewed: there were no issues with the pack build that might have an impact on the issue. Trending: trending was reviewed and there have been 0 additional reported complaint(s) for this issue in the past 6 months. Component trending was reviewed and there have been 0 additional reported complaint(s) for this issue for component 117770 the last 6 months. Investigation summary: the account reported finding adverse reaction to bovie. The reported issue occurred in item dynj62507 (lot 21bbo761). Based on the complaint details the root cause is considered to be a vendor product issue relating to the component manufacturing process. Actions taken and recommendations: this complaint has been provided to the vendor for further evaluation. Our supplier quality team will also monitor this issue for trending purposes."

Manufacturer narrative:
It was reported, during a lap-assisted sigmoid colectomy, after use of cautery pencil a patient sustained an approximately 1" oval-shaped reddened area. Silvadene cream was used on reddened area post-operatively. Email received by risk management data specialist, mission health, who provided additional information in regards to this incident. Reporter states, no additional antibiotic, medical intervention, or follow-up care was required because of this incident. The surgical procedure was not extended and no additional anesthesia/sedation was given. Reporter states, patient was discharged to a skilled nursing facility for further recovery and rehabilitation. Sample is reported as available for return and evaluation. Call tag has been sent however, sample has not been returned at this time. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, during a lap-assisted sigmoid colectomy, after use of cautery pencil a patient sustained an approximately 1" oval-shaped reddened area. Silvadene cream was used on reddened area post-operatively.